Event description:
A healthcare professional reported a research article entitled, "evaluation of ciliary body cysts in candidates for phakic lens implantation". The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced lens repositioning, lens rotation which resulted in decreased vision, photophobia, limbal injection and rare pigmented cells in the anterior chamber. The nasal footplate was rotated causing posterior iris chafing of the nasal footplate.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).